Event description:
The account alleged the side rails will not latch. No pt impact.

Manufacturer narrative:
The account found broken welds on the side rails and new weldments were sent to the account for repair.